Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pc), other coils and non-penumbra microcatheter. During the procedure, the physician placed two pod pcs and two other coils in the target vessel using the leonis. While advancing another pod pc, the physician experienced resistance in the hub of the microcatheter. The pod pc and microcatheter were then flushed and the physician attempted to advance the pod pc again; however, the same resistance issue occurred in the hub of the microcatheter. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.